Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which the customer acknowledged and understood.